Event description:
It was reported that during removal of the catheter, it separated with a piece remaining in the pt. It has not been decided if removal of the piece of catheter will be attempted. There were no pt complications.